Event description:
2 liters tpn hung via alaris pump at 14:00. At 16:45, 1 liter had infused machine recorded 195cc infused. Pump set at 70cc/hr. IV bag not leaking. Pt experienced small left pleural effusion.